Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The patient¿s wife reported that her husband fell, and the elbow¿s skin was torn. She cleansed the area and placed the medihoney bandage product, and during the night, the bandage slid, and the honey product wound up his pillow and the bandage was on the floor. The product was on his right eye and ear. She could not get off the product because it was very sticky, called the pharmacy and risk management instructed her to take him to the ER. The ophthalmologist applied polymix ointment, which helped the edema and erythema; however, she was still trying to get it off his ear and around outer aspect of his right eye.

Event description:
N/a

Manufacturer narrative:
DHR - this lot was released with no nc or deviations. The product was not returned for evaluation. The complaint is unconfirmed as medihoney sheet gel was tested for skin irritation testing and this was performed as part of our biocompatibility testing on this product family. Unknown root cause.